Event description:
Same event as MFR #: 2134265-2009-01280. It was reported that during a percutaneous coronary interventional procedure, a wire separation and vessel perforation occurred. The 99% stenosed lesion being treated was located in the severly calcified and moderately tortuous left anterior descending artery (lad). Approximately 10 ablation runs were performed with the rotalink plus 1.25mm burr at a speed of approximately 180,000 rpms. The rotawire ex support separated at the mid lad, however, it was not noted by the physician. Ablation continued, and the rotalink plus 1.25mm burr moved to the lad diagonal and perforated the vessel. The physician attempted to treat the perforation with ballooning, first with an apex balloon that did not cross and then with another manufacturer's balloon. Another manufacturer's stent was then implanted in the proximal lad. The physician then attempted to retrieve the wire fragment with a snare. The wire fragment came out of the snare during withdrawal because the snare did not remain parallel to the vessel curve. The wire fragment then jutted into the epicardium and needed to be removed by surgery. The wire fragment was successfully retrieved by surgery. The patient also had a CABG of the lad. The patient went to the ICU following surgery in stable condition. The following day the patient's condition worsened and blood pressure dropped. Defibrillation was done however the patient died. The cause of death is unknown.